Event description:
Boston scientific crm received info that this dextrus atrial lead was found to be non-functional and was confirmed to have dislodged via xray. A revision procedure was performed, however, the outcome of the procedure was not reported. No adverse pt effects were reported.